Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, it is hard to open and close drawer and comes out too far where wiring is exposed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7.2 was experiencing issues closing due to malfunctioning rails. A field service engineer had addressed an issue with drawer 7.2, which was experiencing closing difficulties. Upon arriving on site, the fse determined that the drawer rails were malfunctioning and required replacement. The fse removed the pockets and reinserted them into a newly installed enhanced half-height drawer, restoring full functionality. After powering the station back on, storage space configuration was reassigned, and the drawer was tested using the hardware test application. Once setup was complete, the customer successfully tested the drawer, and all pockets in drawers 7.1 and 7.2 performed without any delays or malfunctions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, it is hard to open and close drawer and comes out too far where wiring is exposed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.